Manufacturer narrative:
H11: the minicap transfer set was received for evaluation. A visual inspection with the naked eye noted a crack on the light blue mainbody. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of crack was verified however the reported condition of leak was not verified. The cause of the crack could not be determined. Based on the complaint evaluation results, the minicap transfer set was determined not to be a factor in the reported adverse event. However, it is unknown if an unknown pd disposable caused or contributed to the peritonitis event. The unknown disposable device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. There were no further details reported related to the transfer set. The patient subsequently got peritonitis. The cause of the peritonitis was not reported. Hospitalization and treatment for the event was not reported. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.